Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray catheter would not straighten and was stuck in the curved position. The pentaray catheter would not straighten after it was used for some time. The handle seemed to be working properly but the catheter was stuck in a curved position. When the catheter was replaced, the issue resolved. The curve of the catheter was not stuck/jammed in a full deflected position. The knob/piston was able to be turned and/or pushed up and down. There was no difficulty removing the catheter. Deflection stuck is MDR-reportable.

Manufacturer narrative:
On 28-jul-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray catheter would not straighten and was stuck in the curved position. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A tilt test was performed, and the device¿s tip was found within specifications. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device 30803765l, and no internal action was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).